Event description:
The reporter stated the surgeon inserted a 12.5mm icm 125v4 implantable collamer lens in the patient's left eye (os) in 2009. Excessive vault identified in operative theater. Icl removed at initial operative session. Exchange for shorter lens. No patient injury.